Event description:
Patient was having some problems with blockage of the 3ml syringes that go into the pumps and had to waste those doses since the syringes were unusable. Could not provide lot and expiration dates since she keeps all the syringes in one pile/bag. No adverse event was experienced due to the product problem. The syringes are not available for return. Dose or amount: 45 ng/kg/min. Frequency: continuous. Route: sub q. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.